Event description:
Report 4 of 4: it was reported when using bd vacutainer® ultratouch¿ push button blood collection set, holes in the tubing leading to blood leakage was observed in an unspecified number of devices. No adverse impact was reported to patient or user.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. D4. Medical device lot #: unknown. Lot 5328652 was reported; however, this is not a lot # manufactured for the reported catalog #. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.